Manufacturer narrative:
The physician refused to provide the pt¿s date of birth and weight for the MDR. This is one of two events of this type reported with the 6fr stent delivery system. The physicians description of the event and the cath lab technicians were conflicting. The vessel preparation may not have been performed per the IFU. The stent may not have been fully deployed prior to initiating the removal of the delivery system which may have caused the elongated stent. The retraction and lock of the thumb slide prior to removal would have been difficult if the stent was not fully deployed. The root cause of the event is unk due to the conflicting reports. The physician has since been re-trained. A CAPA for this event type has been opened.

Event description:
There was a spiral dissection in the common femoral artery due to a balloon angioplasty of the artery. The physician was reluctant to stent and did so only under a ¿last resort¿ scenario in order to prevent further injury. When he deployed the stent in the common femoral artery the stent hyper elongated. He believed the stent was completely deployed and he proceeded. The physician then noticed the catheter tip had detached. He said that the tip was in the adipose tissue and no further action was needed. Additional info from the cath lab tech reported that the stent elongated from the iliac artery across the aortic bifurcation into the other iliac. The physician began to pull the catheter and hyper-extended the stent even further. The physician asked for a snare and one was not available. The tip was not retrieved.